Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose event and had sensor glucose vs. Blood glucose. The customer reported blood glucose value of 53 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-397a, mmt-1884, mmt-7040b, mmt-332a. Troubleshooting was performed. Customer using the insulin pump system within 48 hours of low blood glucose event. Customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-397a. No product return is required for mmt-1884. No product return is required for mmt-7040b. No product return is required for mmt-332a. Frn-mmt-332a-rsvr,unomed inf set,ozp-mmt-7040b- snsr. Updated summary: it was reported that the customer experienced low blood glucose event and had sensor glucose vs. Blood glucose. The customer reported blood glucose value of 53 mg/dl and a sensor glucose value of 127 mg/dl. The customer treated hypoglycemia with glucose/carb intake. The event involved product(s) mmt-397a, mmt-1884, mmt-7040b, mmt-332a. Customer was using the insulin pump system within 48 hours of low blood glucose event. Customer was using the auto mode/smart guard feature at the time of the event. Customer was advised of common contributing factors for include non-optimal insertion, site location, taping, and timing of bg entries. No further patient complications were reported. The customer will continue use of the device. No product return is required for mmt-397a. No product return is required for the following: mmt-1884, mmt-7040b, mmt-332a and mmt-397a.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.